Manufacturer narrative:
Chair has been in service for 2.5 years with no prior incidents. User was caught in the rain attempting to seek cover while operating the chair in the rain. Info suggests fluid ingress. Current user guide covers this area. Consumer was kept in the hospital overnight for observation. MDR filed based on hospital stay. As a courtesy, manufacturer replaced damaged components.

Event description:
The consumer's step-father states the consumer was caught in a sudden rain shower, and was trying to take cover. The joystick was pointed forward, but the chair allegedly veered to the right and went off the road, causing the hair to fall on its left side.